Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant, and the lead indicated stretching. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the atrial lead, a ligament puncture was suspected. Attempts were made to operate the atrial lead but difficulty encountered. As the position of the patient's arms was changed, the physician managed to slowly remove the atrial lead outside of the patient body though tension was noted. After removal of the atrial lead, an attempt to extend the tip failed. Another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.